Manufacturer narrative:
Lens was returned dry in a microcentrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found no visual damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 017 the lens was exchanged for a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. Reportedly, the replacement lens is a "perfectly vaulted lens."